Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance was unable to be confirmed as it was related to anatomical conditions. The reported break of the barewire tip core was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information provided, the investigation determined that the reported difficulties were related to circumstances of the procedure. It is likely that during the failed attempt to advance through the 90% stenosed lesion, the barewire tip became stuck in the stenosis and during removal, the tip core broke, but was still held together with the tip coils which were returned stretched. Additionally, the noted damage to the distal end of the delivery catheter likely occurred during the failed attempt to cross the stenosed lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the internal carotid artery. An emboshield nav6 embolic protection system (eps) was prepared without issue and advanced with no resistance, however it hit stenosis and could not fully cross the stenosis to reach the target landing spot. The barewire was removed with no resistance, however once out of the anatomy the tip of the barewire looked as though it unraveled [at the step] but did not visually look like it separated in two pieces. A new nav6 was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.